Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 60 mg/dl at the time of the incident. Blood glucose value from reported event was 212 mg/dl. The customer used soda and was given intravenous glucose to treat. The customer experienced symptoms such as shaking and incoherence. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer stated they were hospitalized due to sensor glucose versus blood glucose differences. The customer also reported an issue with the guardian connect phone application turning off their phone sounds. The customer stated they are asymptomatic. The insulin pump will not be returned for analysis.